Manufacturer narrative:
On (B)(6) 2019 haemonetics was made aware of an mcs+ machine that was observed to have a burnt electronic/smoke smell upon power up during the initial power on self test (post) protocol. On (B)(6) 2019, a haemonetics field service engineer evaluated the device and confirmed the customer's reported complaint for a burnt electronic smell. The fse found that the driver board had failed on the mcs+ device, causing a burnt electronic smell. The fse replaced the failed driver board and performed a full calibration of the mcs+ device. The fse confirmed that all of the parameters are within manufacturer specifications and the mcs+ is ready for use. This failure had occurred during the post, prior to any patient or donor involvement with the system. The failure of the driver board would prevent the mcs+ device from being able to successfully pass the tests within the post protocol, and the machine would alarm that there is an issue. The device will detect any hardware failures and will not pass the post until the device has been repaired and calibrated, preventing risk of injury to the donor as a result of hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed to be reportable.

Event description:
On (B)(6) 2019 haemonetics was made aware of a mcs+ device which was observed to have a burning smell coming from within the device during the power on self test (post) protocol. This was discovered prior to the start of a procedure before any donor or patient was introduced to the system. There were no injuries reported as a result of the burning smell.